Event description:
The customer reported that during a procedure, the system would not calibrate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables were switched to a different port, and the ups and the tracker were replaced. The system was tested and found to be working as intended and put back into service.